Event description:
The reporter did meter to hcp meter comparison tests. On reporter's doctor's meter (type unknown) the reading was 84 mg/dl. At home, approx 30 minutes later, reporter tested using a different finger stick, and reporter's meter read 200 mg/dl. Reporter 'felt like readings were low.' Control solution testing was not noted in report. On follow-up reporter stated that reporter checked the strip confirmation dot for a good sample; technique of applying blood is accurate. Reporter had not been cleaning the meter very often, and rarely used control solution. No harm was alleged.